Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: additional information was not obtained despite multiple attempts to reach the patient and peritoneal dialysis nurse. The reason for the patient hospitalization and transfer to a new facility is unknown. However, there is no allegation of a device malfunction or deficiency reported for this event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
A nurse called fresenius technical support requesting assistance on how to use a baxter connection that the patient had. The nurse stated that the patient was released from the hospital and admitted for recovery at a new facility. The nurse was advised to follow-up with the patient's clinic. No additional information was provided regarding the patient hospitalization. No product issues were reported during the call. Additional information was requested but to date, has not been provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.